Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral muscle stimulation. It was found the right atrial (ra) lead had dislodged. A lead revision was planned. During the ra lead revision, the lead was unable to replaced into the atrium without additional support. New access was required and the right atrial (ra) lead was explanted and replaced instead. The right ventricular (rv) lead had also accidentally been pulled back and dislodged during the attempted revision. The right ventricular (rv) lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.